Manufacturer narrative:
(B)(4). Off label use (treatment of dissection); failure to follow instructions (use of damaged device).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 5 cm diameter thoracic aortic aneurysm and a thoracic type b dissection. Diameter of non-aneurysmal proximal neck was 26 mm. Length from top of arch to proximal aneurysm was 25 mm. Diameter of non-aneurysmal distal neck was 20 mm. Aneurysm length was 250 mm. Length from bottom of arch to proximal aneurysm was 20 mm. It was noted that there was a dissection from puncture site to lesion site which was a severe type b. It was reported that a saline solution was used for the valiant device during the preparation and the stent graft, but the stent graft could not be filled with the solution. When the hospital staff tried it again ,the sound of spraying water was heard from the root of the side port, and again the stent graft could not be filled with the solution. The tapered tip was slightly lifted to make a room and the solution finally flowed into the stent graft although it was a little amount. The device was used for the subsequent procedure and no issues were found during the delivery. After the device was delivered from the proximal left subclavian artery, a type 1a leak occurred but it was resolved by a touch-up. However there still remained some endoleak that looked like type4 or type3 (needle perforation). The physician judged that the leak was a type 4. It was then reported that these issues resulted in conversion to open surgery. It was noted that, originally, an endoleak occurred after the stent graft implantation. A touchup was performed on the possible type 1a proximal leak using another manufacture's balloon and the type1 was resolved. There then was a dissection of the ascending aorta which covered up to the aortic valve. A bentall procedure was reportedly carried out. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the patient was treated for a type b thoracic dissection. After the procedure a type a dissection was confirmed. It was noted that the dissection extended to the aortic valve. It was noted that the ballooning did not cause the dissection to worsen. It was also noted that the product was not expected for return. It was further noted that the device was successfully flushed and that the tapered tip was lifted up.